Event description:
It was reported that during a meniscal root repair, the surgeon wanted to anchor the two sutures into the tibia using a footprint ultra anchor. Due to the lack of availability of the 4mm footprint drill for the 4.5mm anchor, it was used a twinfix 3.5mm spade drill. During insertion, the sides of the anchor caved in and broke apart; all the broken pieces were removed using graspers. The procedure was completed without surgical delay using a s+n back up device in the same drilled bone hole. No further complications were reported.

Manufacturer narrative:
H2: additional information on b5, e1 and h6 (health effect - impact code).

Event description:
It was reported that during a meniscal root repair, the surgeon wanted to anchor the two sutures into the tibia using a footprint ultra anchor. Due to the lack of availability of the 4mm footprint drill for the 4.5mm anchor, a twinfix 3.5mm spade drill was used. During insertion of the anchor, the sides of the anchor caved in and broke apart; all the broken pieces were removed using graspers. The procedure was completed with a non-significant surgical delay using a s+n back up device in the same drilled bone hole. No further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscal root repair, the surgeon wanted to anchor the two sutures into the tibia using a footprint ultra anchor. Due to the lack of availability of the 4mm footprint drill for the 4.5mm anchor, it was used a twinfix 3.5mm spade drill. During insertion, the sides of the anchor caved in a broke apart. The procedure was completed without surgical delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)